Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the metal part of the treatment tool or cleaning brush interfering with the forceps plug mouthpiece when inserting or removing the treatment tool or cleaning brush during handling by the user. The event can be detected/prevented by following the instructions for use which is described in bf type p150/1t150 operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation confirmed that the forceps channel port was shaved. The additional evaluation findings are as follows: due to a cut on the bending section cover, water tightness is lost, the distal end had a crack and dent, the bending section cover was cut, due to wear of the angle wire, bending angle in the "up/down" direction does not meet standard value, the suction connector had a scratch, the universal cord had a scratch and was sticky, the protector of the universal cord on the control side was sticky, the grip had a scratch, the scope cover had a scratch and the control unit had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The bronchovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the forceps channel port was shaved. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.